Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 294 mg/dl at the time of the incident. The customer got a insulin flow blocked alarm while hospitalized. The customer was at 338 at the time of the call. The customer was given manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed testing. Customer was having issues with sensors calibrating correctly, and was not happy with the training they received. The insulin pump will not be returned for analysis.